Event description:
The technician alleged the head hi/low is running on its own, it is a self-run. No patient impact.

Manufacturer narrative:
The technician replaced the side rail to resolve the issue.